Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 34 mg/dl at the time of incident and current blood glucose level was 68 mg/dl. The customer did not provide details on symptoms related to the low blood glucose level episodes. Customer was treated with food. Customer reported that the insulin pump was worn during a medical procedure. Customer was using auto mode. Customer did not allege insulin pump was over delivering. Customer was performed the displacement test and the test result was passed. Customer troubleshoot was performed for low blood glucose level. The insulin pump will not be returned for analysis.